Event description:
Pt was brought in with existing neo-star, the cath was found to be leaking although a hole cannot be found at this time. The pt was taken to special procedures to have the product removed.